Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment. It was noted that one of the inspiratory sensor electrical connections was broken, affecting mechanical ventilation.

Event description:
The hospital reported that, during a preoperative checkout, the unit was providing a flow sensor alarm. There was no report of patient involvement.